Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leak event on (B)(6) 2024. The infusion set was in use for an hour. The leakage was at the site left side of stomach. The glucose level was 150 mg/dl. No further information available.